Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 on the home choice (hc). The technical service representative (tsr) explained the air alarm. The tsr instructed the home patient (hp) to cycle the power to the system error 2367. The supply bag fell and unhooked. The tsr explained that therapy was over and the hp needed to call the nurse about the air alarm. The call ended. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. The pdn stated she was aware of the alarm and the home patient (hp) was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient stated that the supply bag fell and unhooked. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.